Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall, the user restarted the device as prompted, experienced persistent hyperglycemia, and switched to backup insulin therapy; a replacement ilet was arranged and the original unit was returned. Symptoms include nausea and weakness associated with high blood glucose levels up to 470 mg/dl by manual check and 396 mg/dl by cgm, without ketone testing, medical intervention, or hospitalization. Outcomes included interruption of automated insulin delivery and the need for backup insulin administration. Investigation included review of the user¿s report, confirmation of the device alarm and restart attempt, and logistical coordination for device replacement and data synchronization. Investigation of this device revealed a reported motor stall alarm consistent with a pump delivery malfunction involving the drive mechanism, with no additional contributory factors reported. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the pump motor or drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.